Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: device code was added: 1260. H10: narrative/data was updated.

Event description:
Additional information receiived: after x-rays, it was found that the edge of the implant was damaged, fractured, accompanied by peri-implantitis, loss integration, and bone loss, so the implant was taken out. Tooth location #36.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: b1: report type: product problem was added. B4: date of this report was updated. D2: device product code was corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The reported event (fracture) is confirmed following inspection of the returned device. Additionally, bone loss was also confirmed from the x-ray evaluation by subject matter expert. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 63712753. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3244) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63712753) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes are excessive external lateral forces due to accident or injury (i.e. Auto accident) and/or implant not placed properly; clinician error. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k011028, k013227. Fax number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor indicated peri-implantitis, loss integration and bone loss. Symptoms as a result: inflammation.